Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. The evaluation also found the following: due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. Adhesive on the bending section cover had white-clouded area. The adhesives around the objective lens had a white-clouded area. Adhesives around the light guide lens had white-clouded area. The plastic distal end cover had a burn. The connecting tube had a dent. The connecting tube had a scratch. The connecting tube had a buckling. The connecting tube had a wrinkle. Due to damage on scope connector, a noise image occurred. The universal cord had a scratch. The protector of the universal cord on the control section side had a scratch. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. The reprocessing steps completed at the site were not provided. The customer did not know what the foreign material was. The endoscope was presoaked in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the screen went black after using narrow band imaging (nbi) in the second half of the inspection. The gastrointestinal videoscope was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.